Manufacturer narrative:
The zio at patch was returned to irhythm for evaluation. Clinical data showed the patient wore the device for 7 of the 14 prescribed days. The patient reported connectivity issues and poor cellular coverage at home and in areas with better cellular coverage. The patient followed the appropriate steps in accordance with the manual, but the issue persisted. A replacement device was sent. The investigation revealed that the gateway was returned with a broken antenna and there were no cellular connections during the wear period. A final report was successfully generated for the 7 days of wear, during which irhythm identified an arrhythmia and notified the hcp. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements but was not transmitted during the wear period. The investigation revealed that the gateway was returned with a broken antenna and there were no cellular connections during the wear period. The healthcare provider (hcp) was notified of the patient's arrhythmia. There were no delays in treatment, and no adverse events, such as death or serious injury, are known to have occurred.